Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the caiman disposable instrument. During a procedure, the endoscopic device was being used. It was noted that after the first 10 minutes, the scissors of the clamp "blocked". Further details on the malfunction were not specified. Possible patient harm and outcome were not provided. Additional information has been requested but not yet received.

Manufacturer narrative:
No product on hand. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. The root causes for the problem is most probably usage related. Without product for investigation and without further knowledge about the circumstances we assume, that the jamming/blocking of the blade was caused by dried blood/ insufficient cleaning during the surgery. No CAPA is necessary.